Manufacturer narrative:
An event of syncope, dizziness, decompensated health, structural valve deterioration and patient death was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however information from the field indicated that the valve had been implanted for 8 years, and the death occurred subsequent to a development of peritonitis.

Event description:
On (B)(6) 2010, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with syncope, dizziness, decompensated health. Aortic valve stenosis and aortic insufficiency was observed and structural valve deterioration was diagnosed. On (B)(6) 2018, the patient developed peritonitis and expired (clinical study patient ID: (B)(6)).